Event description:
A nurse reported that 17 minutes after the initiation of a pt's first hemodialysis treatment on (B)(6) 2014, the pt had a complaint of itchy throat and eyes, the pt was disconnected from the extracorporeal circuit, oxygen and benadryl 25mg intravenous push was administered, and the complaint of itchy throat and eyes resolved. The pt was then reconnected to the existing recirculating extracorporeal circuit and administered 16 minutes after the re-initiation, the pt had a complaint of difficulty to breath. The hemodialysis treatment was discontinued, the blood in the extracorporeal circuit was not returned to the pt, and the pt experienced an estimated blood loss volume of 300ml. The pt was then dialyzed with a baxter exetra dialyzer without any issues. As of (B)(6) 2014, the pt continues hemodialysis therapy using a baxter exetra dialyzer without any further issues, and the pt's complaint of itchy throat, itchy eyes, and difficulty breathing has resolved. The sample was discarded and is not available for return.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigation are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.